Event description:
It was reported that prior to coronary valvuloplasty procedure, pre-close placement of the sutures was attempted of the right common femoral artery using perclose proglide devices. After the sutures of two proglide devices were successfully placed 60-degrees opposite in orientation, the access site was upsized to 14-french to accommodate valvuloplasty procedure sheath. After conclusion of the valvuloplasty procedure, while maintaining vessel access with a guide wire, the knots from the two proglide devices were sequentially advanced and tightened, but bleeding of the vessel continued. The physician believed that bleeding continued due to the vessel being friable. The patient received a blood transfusion. All proglide sutures were removed and two non-abbott collagen vascular closure devices were used to achieve hemostasis. A hematoma developed at the access site that was treated with a non-abbott mechanical compression device. During the night the patient developed hypotension and shock. Emergent surgery revealed a retroperitoneal bleed from the vessel puncture site. The vessel was surgically repaired and the patient received another blood transfusion. Hospitalization was extended by four days; the patient was discharged to home. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report.